Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a critical pump error. The customer¿s blood glucose was 5.9 mmol/l. Customer also reported that the insulin pump received multiple insulin pump error alarm occurred during basal. Customer was able to clear the alarm. Customer received request to rewind pump. Customer was able to complete insulin pump rewind. Customer stated that performed the self test and the test passed. The insulin pump will not be returned for analysis.